Event description:
Procedure: hysterectomy. Reportedly, upon removing the access device from the cavity, something similar to a suture was found in the cavity. The piece was removed. No patient injury was reported.